Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 30-sep-2022 to 29-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the login issue was due to synchronization dependency failure. The technical support specialist stopped and restarted the structured query language, dropped the database, repaired system application and completed the full synchronization to resolve. The system was functional as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system prompted error message, preventing user from accessing machine and impacting patient care. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the login issue was due to synchronization dependency failure. The technical support specialist stopped and restarted the structured query language, dropped the database, repaired system application and completed the full synchronization to resolve. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system prompted error message, preventing user from accessing machine and impacting patient care. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.